Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump explant and that the patient was in the momentum 3 trial. The patient experienced and anoxic brain injury on (B)(6) 2018 which was secondary to respiratory arrest. The patient was planned to be placed on comfort measures. The customer was instructed to return the pump with the explant kit. No other unusual events were reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of heartmate 3 lvas did not reveal any device-related issues and a direct correlation between the returned device and the reported events could not be conclusively determined. Pump was returned assembled with the pump cable severed approximately 15¿ from the pump housing. The distal portion of the pump cable was returned measuring approximately 10.5¿. The modular cable was returned attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the pump¿s blood-contacting surfaces revealed depositions of loosely clotted blood mixed with tissue-like clotted blood within the inlet extension, rotor well, and pump cover. The blood was non-adhered, unstructured, and showed no evidence of denaturation or lamination. These depositions appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn and would not have contributed to a functional issue. Further examination revealed no evidence of any developed or adhered depositions or thrombus formations within the device. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The modular cable passed electrical testing without issue. Pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.